Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unique identifier (UDI) number not available.

Event description:
It was reported that the implant was removed because stress was concentrated on the neck of the implant, and the implant broke.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified worn markings due to usage and bone with fracture at the collar. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the product experience report (per). The reported device was located on tooth #30 and was used for approximately 18 years. Pictures or x-ray images were not provided by the customer. A device history record (DHR) review could not be conducted as the electronic copy is not available for review. The investigation will be reopened and updated upon fulfilment of this request should there be any additionad information that suggests that the device cause of contributed to the event. Further, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported the implant was removed because stress was concentrated on the neck of the implant, and the implant broke. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes' h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative.